Event description:
The user received a questionable result for troponin t (tnt) on the cobas e601 module for one patient sample. The initial result was 0.056 ng/ml. The user's laboratory information system (lis) flagged the initial result with a delta check as not matching previous tnt results for this patient. The sample was repeated yielding a result of 0.01 ng/ml. On (B)(6) 2010, the sample was tested twice on another cobas e601 module, serial number (B)(4), which yielded the same result of < 0.010 ng/ml. This result was accompanied by a data flag. The tnt result of < 0.010 ng/ml was reported outside the laboratory and was believed to be the correct result. The patient was not affected by this event as the erroneous result was not reported outside the laboratory. The reagent lot number for tnt was 15930001. The field service representative determined the cause was sample probe alignment. He performed probe alignment. Performance tests were run which were within specification.